Manufacturer narrative:
This report is submitted on july 30, 2018.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2018 for a period of 5 days due to vertigo and subsequently was treated with medications (type not reported). As of (B)(6) 2018, the patient reportedly experienced a performance decrement. Troubleshooting did not resolve the issue. The implanted device remains and the patient will continue to be clinically managed by their health care provider.